Event description:
It was reported to philips that the system experienced continuous reboots; software reloaded on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software reloaded and system calibrated; returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).